Event description:
A customer contacted beckman coulter inc. (Bec) stating that while running the cassette in the coulter lh750 analyzer the customer reported that the patient samples got wet and stated the inside of the instrument was also wet. The customer was unsure as to where the leak was coming from; however the customer confirmed that it was a clear leak. The patient sample vials were wet but patient samples and results were not affected by this incident. The customer was wearing personal protective equipment (ppe) at the time of the event. The customer did not come in contact with the fluid. No mucous membranes were exposed and no one had to seek medical attention.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse found the cause of the system leaking to be the sample needle bellows not draining and filling with liquid solution. The drain line was clogged with blood residue causing the needle bellow to overflow. The fse replaced the tube in the vl 114 (sample drain line). The repairs were verified as per established procedures. Results meet published performance specifications. As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).